Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported.